Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an episode of noise was observed on the remote data transmission of the implantable cardiac monitor. No patient complications have been reported as a result of this event. The device remains in use.